Event description:
Reporter indicated a patient had high lead impedance at an office visit. The patient had no known trauma and did not manipulate the vns. The patient is asymptomatic. X-rays were taken and reviewed by the manufacturer which revealed no obvious lead discontinuities. The reporter was advised to disable the vns. A surgery consult is pending.

Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.